Event description:
Indication: common variable immunodeficiency, unspecified. Pt is having issues with her pump; it keeps going back to her old settings for higher dosage when she is currently taking less for her dosage. Pt is requesting a new pump. Serial number - (B)(6).